Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4)- user's test strip had poor storage.(bathroom). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 207, 132 and 105mg/dl. The customer's expected fasting blood glucose test result range is 95-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 207mg/dl, (B)(6)2017 02:15 pm fasting: yes. A 132mg/dl, (B)(6)2017 02:15 pm fasting: yes. A 105mg/dl, (B)(6)2017 02:14 pm fasting: yes. A 141mg/dl, (B)(6)2017 02:13 pm fasting: yes. A 133mg/dl, (B)(6)2017 10:20 am fasting: yes. Customer called in states the meter is giving him erratic readings. Customer states meter read 207mg/dl, 132mg/dl, and 105mg/dl back to back fasting.